Manufacturer narrative:
Lab analysis of the device found an empty syringe of 1.0 ml received without plug, no needle in a plastic roll. No defect observed to syringe.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine using the packaged needle. During the injection, the needle dislodged from the luer lock while injecting and the gel bursted out. There were no injuries. The only impact was difficulty in preparing the procedure again.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine using the packaged needle. During the injection, the needle dislodged from the luer lock while injecting and the gel bursted out. There were no injuries. The only impact was difficulty in preparing the procedure again.